Manufacturer narrative:
D4; catalog number confirmed to be 5407fa2023. B1; it was confirmed that no adverse consequences occurred. B5; update event description. H6: the quality investigation is complete. H3 other text : device discarded by customer.

Event description:
It was reported that during a cranial procedure, the perforator bit did not work. It was also reported that a potential adverse consequence occurred. It was further reported that the surgery was delayed for 20 minutes. It was further reported that the procedure was completed successfully. It was subsequently reported that during surgery, the router broke and not a perforator bit. It was further reported that no adverse consequences occurred as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during a cranial procedure, the perforator bit did not work. It was also reported that a potential adverse consequence occurred. It was further reported that the surgery was delayed for 20 minutes. It was further reported that the procedure was completed successfully.